Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was inadvertently discarded prior to evaluation, which may have assisted in the investigation. Difficulty was encountered inserting the sheath of the proglide device and the device was difficult to position that led to a needle-to-cuff miss may be due to a number of factors including, but not limited to, operator deployment technique, manufacturing, or patient anatomical conditions. A needle-to-cuff miss would result in a failure to retrieve the suture; subsequently the knot would not form to advance to the arterial surface to close the vessel. This would result in a failure to achieve hemostasis and require an alternative method to close the vessel as reported. Operator deployment technique can led to the needles being deflected resulting in a needle-to-cuff miss if the operator twisted, rotated, torque on the device, or if the device was not at approximately at a 45-degree angle during needle plunger deployment, but could not be confirmed. Manufacturing issues can also result in a needle-to-cuff miss; however, the needle trajectory of every device is verified twice during manufacturing. Without the actual device to confirm the deployment and functionality this cannot be confirmed. Patient anatomical conditions, such as the reported, moderate calcification at the access site and peripheral vascular disease may contribute to the reported difficulty encountered inserting the sheath of the proglide device and difficultly positioning the device; both can led to deflection of a needle which can result in a needle-to-cuff miss; however, this could not be confirmed. Challenging anatomical conditions can affect the trajectory of the needles. As the needle travels through tissue, the needle will be influenced by more tissue variation and will stray. The instructions for use, under special patient populations section state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The anatomical conditions the device was deployed could have caused or contributed to the reported product experience. Based on the manufacturing inspection criteria and review of the incident details, the conditions during use caused the needles to deviate from their intended trajectory missing the foot cuff pocket. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an antegrade percutaneous puncture, stenting of the iliac artery was performed through a 6f-sized sheath. After verifying arterial marking with pulsatile blood flow through the proglide device marker lumen, arteriotomy closure was attempted of a moderately calcified slightly diseased left common femoral artery using a perclose proglide device. Reportedly, because difficulty was encountered inserting the distal end of the proglide sheath and positioning the foot against the arterial wall, the device could not be accurately positioned to close the vessel. It was believed that a posterior needle-to-cuff miss occurred because when the needle plunger was removed, only one wire (suture) was retrieved. The device was removed and hemostasis was achieved with a second proglide device with good a result. There were no reported adverse patient sequela. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.